Event description:
It was reported that a remote transmission report was reviewed for a patient in atrial fibrillation. The current episode was not reflected in the diagnostics. It was suspected that the device was under-reporting the atrial tachycardia/atrial fibrillation burden. The device remains in use. No patient complications have been reported as a result of this event.